Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/24/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose particles on the lens surface. The lens was observed cut in two pieces, that could be related with the explant process. Due to the condition in which the lens was received no testing could be performed. Therefore; the reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: exact date of event not provided, but best estimate is (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 19.5 diopter intraocular lens (iol) was implanted on (B)(6) 2017 in the patient's right eye (od). It was later explanted on (B)(6) 2017 due to poor post-operative refraction. The lens was replaced with the same model, but different diopter of 16.5. There was no incision enlargement. There was no patient injury and the patient is doing fine. No additional information was provided.